Event description:
On (B)(6) 2011 a pedicle screws construct was implanted at the l5-s1 disc space. A follow-up film taken on (B)(6) 2012 showed the superior l5 screw head and separated from the screw shank. Revision surgery was performed on (B)(6) 2012 to replace the affected screw.

Manufacturer narrative:
(B)(4). Unilateral construct was received; evaluation of the explanted product noted the presence of marks consistent with partial separation in the intra-operative setting. The separation was not detected radiographically following surgery. There is a five-month period between films; it is unknown when complete separation occurred. Additionally, marks on the lock screws suggest it was incompletely tightened and full rod reduction into the screw had not occurred. Review of device history record noted no material, treatment or dimensional non-conformance. Product labeling indicates "...potential risks identified with the use of this device system, which may require addition surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury."